Event description:
Sol-cart b bicarbonate cartridges were found broken in two boxes and the content was leaked outside in the plastic. Manufacturer response for cartridge bicarbonate 1100gm solcart b, (brand not provided) (per site reporter) thank you for letting us know! Credit request has been issued! Credit request #xxxxxxx. We apologize for the inconvenience! There is no need to return the product. You can discard.